Event description:
It was reported that this left ventricular (lv) lead exhibited an alert that was detected for left ventricular automatic threshold (lvat) greater than programmed amplitude or suspended. Technical services (ts) was consulted and notices possible loss of capture (loc). The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).